Event description:
A company representative reported that an es2 k-wire fractured intra-operatively in the patient's vertebra. It was further reported that the procedure was converted to a open surgery to attempt to remove the fractured component, however it remains implanted in the patient.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.